Event description:
It was reported per call report that rn phoned the clinical support specialist (css) stating "they have a pump that shut down and gave them an alarm "system error 3." Rn stated that they changed the pump out for a second pump and that pump is pumping fine. She also stated they have two pumps running and had placed a call to distributor to get a backup pump, since they only have three pumps in the hospital.

Manufacturer narrative:
(B)(4). Product will not be returned for evaluation.